Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the screen went black and powered down. A ventilator (vent) inoperative (inop) was displayed on the screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to state that the device was brought to the biomedical engineer (bme) with the vent inop and blank screen. The customer also informed the remote service engineer (rse) that nothing else had been done to the device and requested onsite service. The rse then created an onsite service work order (wo) for the customer to have the device evaluated and repaired. A quote for onsite service was also sent to the customer. Final investigation and disposition are pending.